Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing sequence. Customer changed the infusion set and cartridge to resolve the issue. In addition, it was reported the customer was hospitalized due to a blood glucose level of 600 mg/dl. Customer was treated with intravenous saline and insulin. The customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer ¿was not receiving insulin¿. In addition, the customer was using admelog insulin. Tandem technical support educated the contact on cartridge/insulin labeling. Contact did not recall further details regarding the reported issue.